Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The corrective actions included cts completing a form on behalf of the customer for field correction, replacing the pump with an updated version, and providing training resources. The customer will use mdi as backup therapy and was advised on the steps for receiving and returning the problematic pump, which included entering storage mode and returning it via ups within 10 days.